Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reported that the endotracheal tube cuff would not hold air. The patient is okay at this time.